Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. It was reported that a labsystem pro ep recording system cpu was selected for use. An error message about full hard disk was displayed. No other information was provided. The procedure was cancelled/rescheduled due to this event. There were no patient complications. No information if the device will return for analysis.